Event description:
The account alleged the brakes do not function properly. No pt impact.

Manufacturer narrative:
The account could not provide more info on what was not functioning properly on the brakes. The account stated they are not repairing the bed at this time.